Manufacturer narrative:
Hamitlon medical ags concluison for the event is: rootcause: defective cable pn16035. Replacment of the cable fixed the issue.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable (start up).